Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely elevated result was reported to the physician(s) and was not questioned. Correct results obtained on other samples from the same patient were also reported to the physician(s). The reported falsely elevated result was not corrected. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant loci high-sensitivity troponin I (tnih) patient sample results obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Hsc noted no instrument errors and the aspiration pressure profiles and level sense showed no issues with any of the samples. The instrument data showed that low results were obtained consistently for the first and third sample on both the dimension exl 200 systems. The customer reported that the low results were considered discordant. Hsc notes that for the second sample with high results, a potential sample identification issue such as the wrong sample processed or the wrong patient collected, cannot be confirmed without direct evaluation of the sample or any of the available data. No product nonconformance was identified with the tnih assay or the dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00224 and MDR 2517506-2022-00224 supplement 1 were filed for the same event.